Event description:
The patient had abdominal surgery on 11/18/92, the surgeon closed the fascia with a running stitch using the dexon suture. The patient was discharged from the hospital on 11/21/92 without any apparent complications or problems. On 11/23/92 the patient was transported tothe hospital by ambulance with a wound dihiscence which required surgery to resuture the fascia, subcutaneous tissue, and skin. The dexon suture had broken in the middle of the running stitch in the fascia. The patient was discharged on 11/24/92 without apparent problems or complicatins. No additional problems have been reported with dexon suture. The suture has been ordered by the facility ten times during 1992 with the last date of receip being 11/2/92. The exact lot number is uncertain, a new box may have been opened between 11/18/92 and 11/23/92device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.